Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified that during inspection, the cart was found to have a power inlet module failure. Investigation revealed that a liquid saline solution had been spilled on and into the cart, leading to an electrical short in the power inlet module. This short subsequently caused the power supply to short out, resulting in a small fire inside the device compartment. After replacing the power inlet module, the cart failed to power on. Further investigation revealed that the short circuit had also caused the power supply to catch fire, damaging both the power supply and the 24v wiring. These components were subsequently replaced. Once the repairs were completed, the cart was tested and found to be operating correctly. No other issues were detected, and the cart was thoroughly cleaned before being returned to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the power inlet module was burnt. No patient involvement or impact. Due diligence is complete. During device evaluation an electrical short in the power inlet module was identified. This short subsequently caused the power supply to also short out, resulting in a small fire inside the device compartment. No adverse events were reported as a result of this malfunction.